Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 47 mg/dl. Troubleshooting was declined for the low blood glucose since the husband already knew why his wife's blood glucose was low. No products were returned or replaced.